Event description:
It was reported that during a lap. Colon resection procedure, the device was fired two times successfully. On the third firing, the device would not release from tissue. The manual release was pulled several times and the device still would not release from tissue. The device had to be cut from the tissue. Unk what was used to cut the device off the tissue. Another device was used to complete the case. There was no further pt consequence. One device to be returned for analysis. Add'l info provided. Not sure of the color cartridge, but the stapler was returned in a red bag so I did not see it. No difficulty on other firings. Not sure if fired over previous staple line. It was a lap sigmoid case.

Manufacturer narrative:
Date sent: 10/16/2009. Info anticipated, but unavailable at this time. Evaluation summary - the analysis found that one ec60 device was returned in good visual condition and with a cartridge reload loaded. The cartridge was received void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely. One possible cause for this type of damage is when the device is fired over a hard object. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as clip is included with the tissue inside the jaws. The firing and clamping mechanism were noted to be damaged. No functional test could be performed. A batch record review was performed and no anomalies were found during the mfg process.